Event description:
The customer reported that during an exchange procedure, the operator noticed a biological component( it's not clear what it is) exit the reservoir to the return line. Patient¿s gender and weight were obtained from the run data file (rdf). Patient age and outcome were not available from the customer. (B)(4) the exchange set is not available for return because it was discarded by the customer.

Manufacturer narrative:
This report is being filed to provide additional information in b.5, h.6 and h.10. Corrected information is provided in b.3. Investigation: the run data file (rdf) was analyzed for this event. Review of the aim images and run data file did not suggest a conclusive root cause during the tpe procedure that could have led to the reported event. The customer did include photos from this procedure including the front of the cassette which did show significant clumping in the reservoir and a particulate in the disposable kit tubing. Analysis of the run data file confirmed an uneventful procedure until at 92 minutes into the procedure, the low-level reservoir sensor detected excess fluid alarm occurred. The operator lowered the inlet:ac ratio, pressed the pause button several times then resumed the procedure. This alarm is generated when more fluid is detected in the reservoir than expected. Possible causes for this alarm include foam in the reservoir, blockage in the return line, possibly due to clumping, or debris interfering with the reservoir level sensor. The operator ended the run after the second occurrence of the reservoir sensor alarm at 105 minutes. In tpe procedures, the system returns the platelets to the patient either when the aim system identifies the buffy coat at a specified thickness or every 0.25 of the patient tbv processed. There were 4 flushes performed as expected during the run. The likelihood for platelet clumping to occur during a run is difficult to predict since it is not dependent on a specific platelet count and varies by patient. Therefore, every procedure should be observed for clumping in the connector and disposable kit. If a clump is seen, it is best to address it immediately. If the clump persists, it may become a clot, which is much more difficult and sometimes impossible to eliminate. Inadequate anticoagulation during a tpe procedure can lead to clot formation. If the low-level reservoir sensor becomes obstructed by a clot or occluded, the reservoir cannot be emptied, and the run must be discontinued. Terumo bct recommends starting tpe procedures at an inlet:ac ratio of 10 to ensure the extracorporeal circuit is sufficiently anticoagulated. The inlet:ac ratio was decreased from the initial value of 14 to a value of 11 for approximately six minutes after the first reservoir alarm, then returned to a value of 14. Consequently, it may have helped to use a lower inlet:ac ratio from the beginning of the procedure, and to reduce the inlet:ac ratio further at the first signs of clumping in the reservoir. The customer provided three photographs of the reported biological component as described by the customer. The first photograph shows evidence of clumping in the return reservoir. The second photo indicates clumping in the return line. The third photo shows a clot/clump removed from the kit and placed on a piece of gauze. A disposable complaint history search was performed for this lot and found no reports for similar issues on this lot worldwide. A review of the device history record (DHR) for this unit showed no irregularities during manufacturing that were relevant to this issue. Root cause: review of the aim images and run data file did not suggest a conclusive root cause during the tpe procedure that could have led to the reported event. The customer did include photos from this procedure including the front of the cassette which did show significant clumping in the reservoir and a particulate in the disposable kit tubing. Analysis of the run data file confirmed an uneventful procedure until at 92 minutes into the procedure, the low-level reservoir sensor detected excess fluid alarm occurred. The operator lowered the inlet:ac ratio, pressed the pause button several times then resumed the procedure. This alarm is generated when more fluid is detected in the reservoir than expected. Possible causes for this alarm include foam in the reservoir, blockage in the return line, possibly due to clumping, or debris interfering with the reservoir level sensor. The operator ended the run after the second occurrence of the reservoir sensor alarm at 105 minutes. In tpe procedures, the system returns the platelets to the patient either when the aim system identifies the buffy coat at a specified thickness or every 0.25 of the patient tbv processed. There were 4 flushes performed as expected during the run. The likelihood for platelet clumping to occur during a run is difficult to predict since it is not dependent on a specific platelet count and varies by patient. Therefore, every procedure should be observed for clumping in the connector and disposable kit. If a clump is seen, it is best to address it immediately. If the clump persists, it may become a clot, which is much more difficult and sometimes impossible to eliminate. Inadequate anticoagulation during a tpe procedure can lead to clot formation. If the low-level reservoir sensor becomes obstructed by a clot or occluded, the reservoir cannot be emptied, and the run must be discontinued.

Event description:
The customer reported that during an exchange procedure, the operator noticed a biological component( it's not clear what it is) exit the reservoir to the return line. Patient¿s gender and weight were obtained from the run data file (rdf). Patient age and outcome are unknown at this time. Dn# (B)(6) the exchange set is not available for return because it was discarded by the customer.

Manufacturer narrative:
The run data file (rdf) was analyzed for this event. Review of the aim images and run data file did not suggest a conclusive root cause during the tpe procedure that could have led to the reported event. The customer did include photos from this procedure including the front of the cassette which did show significant clumping in the reservoir and a particulate in the disposable kit tubing. Analysis of the run data file confirmed an uneventful procedure until at 92 minutes into the procedure, the low-level reservoir sensor detected excess fluid alarm occurred. The operator lowered the inlet:ac ratio, pressed the pause button several times then resumed the procedure. This alarm is generated when more fluid is detected in the reservoir than expected. Possible causes for this alarm include foam in the reservoir, blockage in the return line, possibly due to clumping, or debris interfering with the reservoir level sensor. The operator ended the run after the second occurrence of the reservoir sensor alarm at 105 minutes. In tpe procedures, the system returns the platelets to the patient either when the aim system identifies the buffy coat at a specified thickness or every 0.25 of the patient tbv processed. There were 4 flushes performed as expected during the run. The likelihood for platelet clumping to occur during a run is difficult to predict since it is not dependent on a specific platelet count and varies by patient. Therefore, every procedure should be observed for clumping in the connector and disposable kit. If a clump is seen, it is best to address it immediately. If the clump persists, it may become a clot, which is much more difficult and sometimes impossible to eliminate. Inadequate anticoagulation during a tpe procedure can lead to clot formation. If the low-level reservoir sensor becomes obstructed by a clot or occluded, the reservoir cannot be emptied, and the run must be discontinued. Terumo bct recommends starting tpe procedures at an inlet:ac ratio of 10 to ensure the extracorporeal circuit is sufficiently anticoagulated. The inlet:ac ratio was decreased from the initial value of 14 to a value of 11 for approximately six minutes after the first reservoir alarm, then returned to a value of 14. Consequently, it may have helped to use a lower inlet:ac ratio from the beginning of the procedure, and to reduce the inlet:ac ratio further at the first signs of clumping in the reservoir. The customer provided three photographs of the reported biological component as described by the customer. The first photograph shows evidence of clumping in the return reservoir. The second photo indicates clumping in the return line. The third photo shows a clot/clump removed from the kit and placed on a piece of gauze. A disposable complaint history search was performed for this lot and found no reports for similar issues on this lot worldwide. A review of the device history record (DHR) for this unit showed no irregularities during manufacturing that were relevant to this issue. Investigation is in process. A follow-up report will be provided.

Manufacturer narrative:
This report is being filed to provide additional information in a.2, b.5 and b.7. Corrected information is provided in h.10. Investigation: the run data file (rdf) was analyzed for this event. Review of the aim images and run data file did not suggest a conclusive root cause during the tpe procedure that could have led to the reported event. The customer did include photos from this procedure including the front of the cassette which did show significant clumping in the reservoir and a particulate in the disposable kit tubing. Analysis of the run data file confirmed an uneventful procedure until at 92 minutes into the procedure, the low-level reservoir sensor detected excess fluid alarm occurred. The operator lowered the inlet:ac ratio, pressed the pause button several times then resumed the procedure. This alarm is generated when more fluid is detected in the reservoir than expected. Possible causes for this alarm include foam in the reservoir, blockage in the return line, possibly due to clumping, or debris interfering with the reservoir level sensor. The operator ended the run after the second occurrence of the reservoir sensor alarm at 105 minutes. In tpe procedures, the system returns the platelets to the patient either when the aim system identifies the buffy coat at a specified thickness or every 0.25 of the patient tbv processed. There were 4 flushes performed as expected during the run. The likelihood for platelet clumping to occur during a run is difficult to predict since it is not dependent on a specific platelet count and varies by patient. Therefore, every procedure should be observed for clumping in the connector and disposable kit. If a clump is seen, it is best to address it immediately. If the clump persists, it may become a clot, which is much more difficult and sometimes impossible to eliminate. Inadequate anticoagulation during a tpe procedure can lead to clot formation. If the low-level reservoir sensor becomes obstructed by a clot or occluded, the reservoir cannot be emptied, and the run must be discontinued. Terumo bct recommends starting tpe procedures at an inlet:ac ratio of 10 to ensure the extracorporeal circuit is sufficiently anticoagulated. The inlet:ac ratio was decreased from the initial value of 14 to a value of 11 for approximately six minutes after the first reservoir alarm, then returned to a value of 14. Consequently, it may have helped to use a lower inlet:ac ratio from the beginning of the procedure, and to reduce the inlet: ac ratio further at the first signs of clumping in the reservoir. The customer provided three photographs of the reported biological component as described by the customer. The first photograph shows evidence of clumping in the return reservoir. The second photo indicates clumping in the return line. The third photo shows a clot/clump removed from the kit and placed on a piece of gauze. A disposable complaint history search was performed for this lot and found no reports for similar issues on this lot worldwide. A review of the device history record (DHR) for this unit showed no irregularities during manufacturing that were relevant to this issue. Corrected root cause: based on the investigational findings the root cause may have been due to the patient's pre-existing disease state.

Event description:
The customer reported that during an exchange procedure, the operator noticed a biological component (it's not clear what it is) exit the reservoir to the return line. Patient¿s gender and weight were obtained from the run data file (rdf). Per the customer the patient was stable. Dn# (B)(4) the exchange set is not available for return because it was discarded by the customer.

Manufacturer narrative:
Investigation: the run data file (rdf) was analyzed for this event. Review of the aim images and run data file did not suggest a conclusive root cause during the tpe procedure that could have led to the reported event. The customer did include photos from this procedure including the front of the cassette which did show significant clumping in the reservoir and a particulate in the disposable kit tubing. Analysis of the run data file confirmed an uneventful procedure until at 92 minutes into the procedure, the low-level reservoir sensor detected excess fluid alarm occurred. The operator lowered the inlet:ac ratio, pressed the pause button several times then resumed the procedure. This alarm is generated when more fluid is detected in the reservoir than expected. Possible causes for this alarm include foam in the reservoir, blockage in the return line, possibly due to clumping, or debris interfering with the reservoir level sensor. The operator ended the run after the second occurrence of the reservoir sensor alarm at 105 minutes. In tpe procedures, the system returns the platelets to the patient either when the aim system identifies the buffy coat at a specified thickness or every 0.25 of the patient tbv processed. There were 4 flushes performed as expected during the run. The likelihood for platelet clumping to occur during a run is difficult to predict since it is not dependent on a specific platelet count and varies by patient. Therefore, every procedure should be observed for clumping in the connector and disposable kit. If a clump is seen, it is best to address it immediately. If the clump persists, it may become a clot, which is much more difficult and sometimes impossible to eliminate. Inadequate anticoagulation during a tpe procedure can lead to clot formation. If the low-level reservoir sensor becomes obstructed by a clot or occluded, the reservoir cannot be emptied, and the run must be discontinued. Terumo bct recommends starting tpe procedures at an inlet:ac ratio of 10 to ensure the extracorporeal circuit is sufficiently anticoagulated. The inlet:ac ratio was decreased from the initial value of 14 to a value of 11 for approximately six minutes after the first reservoir alarm, then returned to a value of 14. Consequently, it may have helped to use a lower inlet:ac ratio from the beginning of the procedure, and to reduce the inlet:ac ratio further at the first signs of clumping in the reservoir. Investigation is in process. A follow-up report will be provided.

Event description:
The customer reported that during an exchange procedure, the operator noticed a biological component( it's not clear what it is) exit the reservoir to the return line. Patient¿s gender and weight were obtained from the run data file (rdf). Patient identifier, age and outcome are unknown at this time. The exchange set is not available for return because it was discarded by the customer.